Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was experiencing high blood glucose levels (400 mg/dl). Customer was hospitalized for two days and was treated with intravenous insulin while in the hospital.